Manufacturer narrative:
Investigation details: a visual inspection was conducted on device. The visual inspection shows that the seal is fully unwound and out of deployment tube. Other observations are tension spring components still inside deployment tube; and plunger was depressed. Therefore,the complaint is confirmed based on how the seal was received. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The same seal used to continue with the procedure, however, the seal failed to deploy into the aorta. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.